Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of about 30 mg/dl. The customer reported that the threshold suspend feature of the insulin pump would activate but his blood glucose levels would continue to drop nevertheless. The customer also reported high blood glucose levels about once every two to three weeks, no exact blood glucose levels were provided. The customer reported that the health care provider was working with him in maintaining the customer's blood glucose levels at a manageable level. No additional information was provided.